Event description:
It was reported the patient's blood glucose level rose to greater than 13.9mmol/l while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. Additionally, the cannula was found to be bent. To treat the issue, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm or determine the root cause of the reported dislodged cannula.